Manufacturer narrative:
No product has been returned and an extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification.   Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer's caregiver reported on behalf of the customer who received a "replace sensor" message after a day of wearing the adc freestyle libre sensor. Customer experienced unspecified symptoms of hypoglycemia and was unable to test using the sensor due to the error message. Customer subsequently lost consciousness and firefighters were called who obtained a reading of 40 mg/dl on the hcp meter. Customer was treated with soda and a hcp meter reading of 250 mg/dl was obtained post treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's caregiver reported on behalf of the customer who received a "replace sensor" message after a day of wearing the adc freestyle libre sensor. Customer experienced unspecified symptoms of hypoglycemia and was unable to test using the sensor due to the error message. Customer subsequently lost consciousness and firefighters were called who obtained a reading of 40 mg/dl on the hcp meter. Customer was treated with soda and a hcp meter reading of 250 mg/dl was obtained post treatment. There was no report of death or permanent impairment associated with this event.